Event description:
Jjpi was notified that a pt experienced swelling and inflammation following a hammertoe correction procedure which utilized an orthosorb absorbable pin. Re-operation was required to correct the pt's condition approximately 3 months following implantation of the pin.

Manufacturer narrative:
Jjpi has made numerous attempts to the physician to provide more info concerning the incident. However, no response has been made. At this time no conclusion can be made. Jjpi considers this file closed.